Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 1627487-2020-48296. It was reported patient experienced migration of leads. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.